Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (will not power up) has been confirmed. As received, the monitor failed incoming testing. Root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor to report that it did not recognize an ECG signal.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon investigation the monitor was not able to detect an ECG signal. The cause for the failure was isolated to a defective u612 processor on the computer/analog board. The u612 processor was not producing any -5bn voltage. The root cause for the defective u612 processor could not be positively identified. An internal corrective action has been initiated to investigate this issue. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor to report that it did not recognize an ECG signal.